Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during an esophageal procedure performed on (B)(6) 2009. According to the complainant, when the physician began to deploy the stent, he found it difficult to open. The physician increased the pulling force, resulting in the suture thread breaking at the level of the ring. The stent completely failed to deploy. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during an esophageal procedure performed on (B)(6), 2009. According to the complainant, when the physician began to deploy the stent, he found it difficult to open. The physician increased the pulling force, resulting in the suture thread breaking at the level of the ring. The stent completely failed to deploy. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual examination of the returned device found that the distal stent loops were deployed and the deployment thread was broken at 1250mm from its point of release from the device. No other issues were noted. During analysis it was possible to fully retract the deployment thread and fully deploy the stent without any resistance being met. The most probable root cause is design. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.